Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with glucose values peaking at 261 mg/dl and remaining elevated in the 170¿220 mg/dl range for several hours, and the user suspected an infusion set issue; the user announced a meal at a glucose of 243 mg/dl and used a meal announcement to correct the hyperglycemia, then administered an additional dinner correction, after which glucose declined later that evening. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included delayed return to target glucose and need for user-initiated corrective action without alarms. Investigation included review of device-reported glucose trends and user-reported troubleshooting and education. Investigation of this case revealed that the device was operating without alerts or alarms and that hyperglycemia resolved after additional insulin dosing, which suggested possible suboptimal infusion site function not reproducible through remote review. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
Initial.